Event description:
According to the reporter, during a hemorrhoidectomy, at wound closure, the 10 needles were bent when pulled the thread while holding it with the needle holder. The needles detached from the suture thread after only about 3-4 stitches but did not fall into the patient cavity. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot# d5l2443y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.